Manufacturer narrative:
Reporter's first name not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured inside the implant. The fractured screw piece is to be removed from the body. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device was not returned for evaluation. The customer returned photographs. The returned photographs show the reported screw within the drive feature of an unknown restoration. The device is fractured at the threaded region. The returned x-ray shows the other half of the screw caught in the implant drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. The alleged complaint is confirmed. A singular cause cannot be identified.